Event description:
It was reported to medtronic minimed that the customer experienced e32. The customer reported no adverse event. The event involved product(s) mmt-712wws. The customer reported receiving a pump alarm. Troubleshooting was performed, and the customer was able to clear the alarm. The alarm occurred during priming process or has occurred multiple times. No harm requiring medical intervention was reported. Mmt-712wws was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with constant e32 alarm. Unable to perform operating currents, self-test, a21 error test, and displacement test and unable to download pump history due to e32 alarm. Swapping out test boards confirms e32 alarm, problem isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay, stained end cap sticker, stained address/serial number label. Unit unable to test and unable to download pump history due to e32 alarm. E32 alarm, problem isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.